Event description:
Customer reportedly received results of 523 mg/dl, 289 mg/dl, and 220 mg/dl within 10 minutes on the compact plus system. Customer took 8 units of novolog per sliding scale based on result of 220 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.